Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and associated right ventricular (rv) lead exhibited high out-of-range (oor) pacing impedance greater than 3000 ohms during the routine device check up. Boston scientific technical services reviewed the data and recommended additional movement maneuvers to confirm the lead integrity and consider high energy r-wave synchronous test shock to assure shock lead integrity. It was noted that the oor measurements had increased over the past year and the threshold measurements are stable. The device remains in service. No adverse patient effects were reported.